Manufacturer narrative:
An event regarding corrosion and disassociation involving an accolade stem was reported. The event of corrosion was confirmed via the provided photographs. The event of disassociation was not confirmed. Device evaluation and results: no product was returned for evaluation however photographs were provided for review. The photographs show a recently explanted head and stem. Blood is visible on both devices. The head looks unremarkable. Wear is visible on the trunnion of the stem. Clinician review: no medical records were received for review with a clinical consultant. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusion: the event of corrosion was confirmed via the provided photographs. Disassociation and the exact cause of the event was not confirmed. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It is noted that surgeon is inquiring if the accolade tmzf stem was part of a recall. Based on the catalog and lot code provided the subject device is not subject to any product recall. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Medical assistant for a surgeon called inquiring if the accolade tmzf stem was part of a recall. Implant information for the patient's hip has been requested. It was reported that the patient is experiencing pain in the left hip. Update on (B)(6) 2021 wg: as reported by the medical assistant: "...the device broke and the patient is being taken to surgery today."